Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose (bg) level was around 400 mg/dl. The customer addressed their bg with a correction bolus. Reportedly, the customer had high ketones and that ketone level was determined life threatening by a health care provider. The customer went to emergency room (ER) and was treated intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged from the ER 6 hours later on (B)(6) 2024. Reportedly, the customer continued to use the pump for insulin therapy.